Manufacturer narrative:
Submit date: (B)(6) 2017. Mansfield product monitoring is attempting to gather additional information of the reported event. To date, no clarification has been received. If additional pertinent information becomes available, the report will be updated. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparotomy on (B)(6) 2017 for drainage of hemoperitene, gastrorrhaphy, gastrostomy, the device guide broke the handle of the wire during extraction. There was an extension of hospitalization due to removal of guide wire via surgery. The patient status was unknown.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis however, a corrective and preventative action was created to address the reported failure. The production personnel were notified of the condition. A quality alert was performed in order to verify the machine complete cycle. The procedure was updated to improve the method used by the machine for assembly. A sensor was implemented to detect and avoid cycle interruption. Additional specific job activities were added for the machine used for assembly and the slide lot plate was replaced for cycle activation. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.